Manufacturer narrative:
On 17-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was a high temperature issue due to an irrigation issue. During right pulmonary vein (rpv) ablation (1st ablation), the electrode temperature of the ablation catheter was displayed as 37°c, and the electrode temperature did not decrease due to irrigation. As a result, "catheter temperature maximum" was reached and ablation was not continued. The ablation never continued beyond the cut-off value. The problem was not resolved after reconnecting the cable and catheter. The problem was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient's consequence. Additional information received indicates the smartablate generator was in power control mode. Temperature cut-off: 40. No error was noted, the issue was noticed when the electrode temperature did not decrease even irrigation was performed.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was a high temperature issue due to an irrigation issue. During right pulmonary vein (rpv) ablation (1st ablation), the electrode temperature of the ablation catheter was displayed as 37°c, and the electrode temperature did not decrease due to irrigation. As a result, "catheter temperature maximum" was reached and ablation was not continued. The ablation never continued beyond the cut-off value. The problem was not resolved after reconnecting the cable and catheter. The problem was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature and impedance, and pump and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field d4. Primary UDI number, the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).